Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - due to corrosion on plug unit, b30(scope communication error) occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a scope communication error (b30). There were no reports of patient involvement.